Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that there was an electrode plate fault and persistent ignition problems. There was reportedly no patient involvement. Although the customer was informed that service could no longer be completed on the unit due to the device reaching its end of life (eol), philips was able to restore the equipment by sending the required part. This was despite the decision to discontinue the heartstart xl+ monitor/defibrillator, which had reached the end of its product life cycle. The successful restoration of the equipment meant that the customer could continue using it once again. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Despite the end-of-life (eol) terms, philips was able to restore the equipment by sending the required part. Based on the investigation, no further action is required at this time. However, if additional information is received, the complaint file will be reopened.